Event description:
It was reported that there was a sudden increase in stimulation and that the device had been turning itself on and off. It was stated that since the implant replacement in 2007, the patient "never really got good pain relief like her first implant." It was noted that the implant site had been hurting for "over a year," but the "last 1-2 months" it had been hurting "really bad, to the point that it affected her walking." The patient status was unknown. Additional information had been requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1998 (B)(6), product type extension. (B)(4).